Manufacturer narrative:
This report is submitted on december 10, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient experienced and infection at the incision site in (B)(6) 2018. Subsequently, the patient was treated with antibiotics (date not reported). Following treatment, the patient's site infection had reportedly healed.